Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user received a ¿connect cgm or dosing will stop in 4 hours¿ alert while using ilet with a dexcom g6 after inserting a new transmitter that was not paired to the ilet. Symptoms included no adverse clinical effects reported. Outcomes included dosing at risk of suspension until cgm connection was established. Investigation included remote troubleshooting and education to pair the correct dexcom g6 transmitter and sensor, including entry of the transmitter serial number and initiation of warmup. Investigation of this case revealed that the alert was consistent with loss of cgm communication due to an unpaired transmitter, which was addressed by completing the pairing process and starting a new sensor session. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.